Event description:
There was an electrical signal issue with the decanav ep catheter after being placed into the patient. The catheter was removed and replace without issue or harm to the patient. Manufacturer response for ep catheter, decanav ep catheter (per site reporter), unknown.